Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information three years after implant, the patient experienced severe pain under left buttock, discomfort in the vaginal area associated with dyspareunia, difficulty sitting and vaginal erosion. Patient is planning for a complete removal, but removal has not occurred at time of this report.